Manufacturer narrative:
(B)(4). The customer reported that the device failed the shock button test. There was no reported pt involvement. Philips bench evaluated the device for the customer complaint and confirmed the problem. The repair bench replaced the therapy pca to resolve the issue.

Event description:
The customer reported that the device failed the shock button test. There was no reported pt involvement.